Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd® flu+ syringe with needle had misaligned scale markings. The following information was provided by the initial reporter: "identified that the black print on the syringes is below the correct measurement. The product has not been calibrated correctly."

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd® flu+ syringe with needle had misaligned scale markings. The following information was provided by the initial reporter: "identified that the black print on the syringes is below the correct measurement. The product has not been calibrated correctly."

Event description:
It was reported that bd® flu+ syringe with needle had misaligned scale markings. The following information was provided by the initial reporter: "identified that the black print on the syringes is below the correct measurement. The product has not been calibrated correctly."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 1/26/2022 h.6. Investigation: a device history record review was completed for provided material number 305832 and lot number 2007409. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two shelf cartons of product were returned for evaluation by our quality engineer team. Dose accuracy testing was performed on twenty randomly selected samples from the shelf cartons provided. The dose accuracy test results were all within specification; therefore, the reported defect could not be substantiated. There are some tolerances of acceptance regarding scale marking position; however, we can assure that the process is within specifications and is in compliance with the applicable international organization for standardization regulations. See h.10.